Manufacturer narrative:
No product has been returned for investigation as it remains in-situ nor were radiographs provided to confirm the alleged event. No further event information has been reported. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...patient education: the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Postoperative warnings "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product remains in-situ.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure with no reported issues. During a six week follow up cage subsidence at l4-5 levels was noted. As per reporter possible foraminal re-stenosis.